Event description:
It was reported that pt experienced tingling for 2 weeks, while the neurostimulator was turned off. The pt programmer confirmed, the neurostimulator was off. The pt's status was reported as good. The pt was at home at the time of the report. The pt was redirected to contact the health care professional. Additional info has been requested, a follow-up report will be submitted when/if additional info becomes available.

Manufacturer narrative:
.